Event description:
Major pump unit(s) involved: blood pump. Additional text: whole pump was failing. Specific component(s) involved: other component malfunction, specify. Additional text: other component: whole pump was failing. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention : type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction, specify